Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion and pain. The patient's private life has been affected and has to stop working due to pain and medication. The mesh remains implanted. No additional information has been provided.